Event description:
It was reported that the user, operating in bg run mode, performed a fingerstick that read 330 mg/dl after dinner and believed a meal was announced, but pump history confirmed no meal announcement had been recorded; upon entering the current bg, the pump delivered an immediate correction bolus and glucose began trending down. Symptoms included hyperglycemia. Outcomes included correction dosing with subsequent improvement and no alerts, alarms, or hospitalization. Investigation included review of pump history and real-time guidance on proper logging. Investigation of this case revealed a missed meal announcement and user unawareness that the meal entry had not been captured, with the device otherwise functioning as designed. It was concluded, based on previously established findings for similar reports, that the cause was user interaction error related to missed meal announcement and use error in data entry or confirmation.